Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 03.037.025-us, lot 9604301: manufacturing site: bettlach. Release to warehouse date: september 23, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
09/03/2019: update it was reported that on (B)(6) 2019, during a hip surgery, the unknown trochanteric fixation nail advanced lag screw connecting bolt did not attach to the screw inserter, as it would not connect to a tfna lag screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Modified event description: it was reported that on july 12, 2019, during a hip surgery, the unknown trochanteric fixation nail advanced lag screw connecting bolt did not attach to the screw inserter, thus would not connect to a tfna lag screw. Visual inspection: the screw inserter (p/n 03.037.025 lot 9604301) was received showing the edges of the proximal cannulation deformed. The warped cannulation can cause the inability for the connecting bolt/coupling screw to pass through and assemble onto the screw inserter. Functional inspection functional testing could not be completed as the mating device was not received for evaluation. The complaint is confirmed as the warped cannulation can cause the inability for the connecting bolt/coupling screw to pass through and assemble onto the screw inserter. Dimensional inspection: drawing: shaft screw inserter se_405005 rev n features: distal cannulation diameter (view a-a). Proximal cannulation diameter (view y). Specifications: distal cannulation diameter: 6.15 mm +/- 0.04 mm. Proximal cannulation diameter: 12.45 mm +/- 0.05 mm . Measured dimensions: distal cannulation diameter: 6.11 mm, conforming . Proximal cannulation diameter: 12.21 mm, non conforming. Measurement device: gp32. The proximal cannulation is non conforming due to the deformation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the screw inserter as the edges of the proximal cannulation were deformed. The warped cannulation can cause the inability for the connecting bolt/coupling screw to pass through and assemble onto the screw inserter. While no definitive root cause could be determined, it is possible that the device encountered unintended forces/rough handling. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part: 03.037.025-us. Lot: 9604301. Manufacturing site: bettlach. Release to warehouse date: sept. 23, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition because, nr-0016313 it was not fill out the faa-pa and the transportation case was dirty. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a hip surgery, the unknown trochanteric fixation nail advanced lag screw connecting bolt does not attach to the t-handle, for that reason, will not connect to a screw inserter. A new tray was opened to complete the case. There was a 10 minutes surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: unk - nail head elem: tfna lag screw (part# unknown; lot# unknown; quantity 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 2 report as 9/10/2019 but should have been 9/27/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.